Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2024. The blockage was in the tubing/ the blockage was at the site. No further information was available.

Manufacturer narrative:
H11: patient city: (B)(6). Patient country: united states.